Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(6), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was stated the patient had pain at implant site since a week ago. It was sensitive to touch. It was reported the patient felt a burning sensation. It was stated it felt like the stimulator was off to the left. It was stated implantable neurostimulator (ins) didn't seem to be moving but they were unsure because they never looked. Ten (10) months later, it was reported the patient had the warmth around the implantable neurostimulator (ins) pocket site. It was stated the symptoms started a ¿month or a little longer ago.¿ it was noted the patient had no falls or trauma. It was stated the ins was ¿right where their belt hit it. It would tip at the bottom and at night then it would move the other direction and it had the patient all irritated¿ at the implant site. It was unclear whether the belt or ins was moving. Patient outcome was not provided. If additional information is received, a follow up report will be sent.